Event description:
It was reported an angio-seal device was depolyed post cardiac catherization procedure. Several hours later pulses were noted to be absent. A doppler ultrasound revealed a vascular occllsion. An integrillin infusion resulted in increased blood flow in the artery after one day. The pt was reported to be recovering and doing well.